Event description:
The customer reported to olympus, a communication error b30 occurred on the evis lucera elite bronchovideoscope. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed and likely due to damage to the imaging unit. Furthermore, the following reported events were identified: e216 communication error; and the entire screen blackout at angle, due to damage on the charge coupled device unit, the image disappears during angulation in up directions. In addition to the findings reported in event, the following non-reportable malfunctions were identified: adhesive rubber had a chip; scratches on various parts of the device; the bending wire in the up direction does not meet specification, due to the wire became elongated; abnormal noise, due to damage to the angle lever; the forceps cannot be inserted smoothly, due to damage on the channel tube and connecting tube had a dent. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The device was a loaner device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated with additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the b30 communication error could not be determined. Olympus will continue to monitor field performance for this device.